Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was found. The reported phenomenon could be reproduced. The inner circuit board was broken. A click of the button had a failure due to a broken circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user could not turn on the power of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc considered that this phenomenon attributed to the failure inner circuit board. The exact cause of the failure inner circuit board could not be conclusively determined. Aging deterioration may have caused the defect because 5 years and 3 months have passed since the device was delivered. If significant additional information is received, this report will be supplemented.